Event description:
The customer reported via phone call experiencing high blood glucose levels. The customer stated that he tried to bolus when the insulin pump would not allow him to go to zero, noting that the insulin pump went from 20 to 600 units. He stated that the glucose meter read high, and he treated with a manual injection. He stated that his head felt as if it would blow off his shoulders. He had low blood glucose of 44 mg/dl, ate, and was able to bring his blood glucose up to 74 mg/dl. He reported air bubbles in the tubing and bent infusion set cannulas in the past. He reported that the needle in the connector of the reservoir was crooked. He noted that he was unable to get the needle in the reservoir at times. The customer's blood glucose reached as high as 427 mg/dl. He was advised to remove the reservoir, rewind, reinsert the reservoir and run a manual prime; he confirmed that insulin exited at the quick release. He declined further troubleshooting and stated he would monitor the device.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.